Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow up, the estimated longevity measured on (B)(6) 2016 was overestimated. The device was previously reported to have a diagnostic anomaly and premature battery depletion. There was no complaint related to the programmer and the programmer was not returned for evaluation. Analysis of the ICD did not confirm the premature battery depletion. The longevity estimate given to the field by the programmer was incorrect. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.